Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her doctor recommended that she call to report that the last 2 days, her blood glucose were over 600 mg/dl. Customer treated with a syringe and it lowered her blood glucose. Customer expressed the following symptoms of high blood glucose: feeling tired and her eyes were bothering her. Customer stated that she was not sure if the quick release was on right. Customer was not always sure that the pump was delivering. Customer's blood glucose was over 600 mg/dl while she was on the call. Customer performed the high pressure test and she received a no delivery on the second try. Customer was advised that the pump was working as designed. Customer stated that she took an adjustment with the syringe last night. Customer changed her set and her blood glucose went too low at 49 mg/dl. Customer treated with juice. Customer was advised by her doctor to wait 2 hours before correction. Customer stated that on christmas eve, her blood glucose was 123 mg/dl.